Event description:
A customer in (B)(6) reported a false susceptible result for an enterococcus faecium vanb positive strain in association with etest® vancomycin va 256 ww s30. The customer stated they obtained discrepant results for vancomycin between etest and the vitek®2 ast-p655 card. The etest initial and repeat results were vancomycin susceptible (mic=-2), and the ast-655 card was initially susceptible (mic=0.5), but changed to resistant as the vana phenotype was detected. The strain was tested by pcr vanb twice and was positive, confirming a vanb positive phenotype. A vanb enterococcus faecium strain is expected to be vancomycin resistant. The customer did not report any patient information. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.